Event description:
It was reported that in a removal and trying to remove the screws the top of both screwdrivers snapped off. There was not much of a delay as a third removal driver that was able to get the screw out.

Manufacturer narrative:
Updated/corrected lot code to lot # 130936. Method: device evaluation, material analysis and device history review. Results: manufacturing files were reviewed and no issues were found for this lot number. Visual inspection indicated the returned instruments were visually inspected and the cruciforms on each were confirmed to be sheared off. The removable draw rod was not returned as it was not fractured. Material analysis indicated the cruciforms of each of the submitted screw extractors were found to have fractured in a ductile overload mode resulting from the torsional force applied to the screwdriver. No material or manufacturing defects were found. Conclusion: the instrument deformation likely resulted from the high amount of torque required to remove the screws that where placed in the diseased bone (bone quality ) and bony growth around the implanted screws. The probable root cause is patient related.

Event description:
It was reported that in a removal and trying to remove the screws the top of both screwdrivers snapped off. There was not much of a delay as a third removal driver that was able to get the screw out.